Event description:
Physician reported a left side rupture. MRI performed confirming rupture and ¿presence of silicone in the homolateral axillary lymph node structure¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, brown particles on the shell, an opening on radius, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and ¿presence of silicone in the homolateral axillary lymph node structure¿.

Event description:
Physician reported a left side rupture. MRI performed confirming rupture and ¿presence of silicone in the homolateral axillary lymph node structure¿. Device has been explanted and replaced.